Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was black, and the screen would not light up. A field service engineer (fse) had the customer log in and confirm the failed storage spaces. The fse powered the station down, removed the back panel, and disconnected the bus cable from the drawers. Then removed the back of the drawer and disconnected the retractor band from the drawer to isolate the failure. After that, the fse reconnected the bus cable and powered the station up. The fse disconnected the bus cable again, removed and replaced the drawer controller board, and reassembled the drawer, then reconnected the bus cable and powered the station up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was black and would not light up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.